Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure performed with cryotherapy and radiofrequency catheters, a pericardial effusion occurred. After using cryoablation on the pulmonary veins, a flexibility ablation catheter was used to perform ablation on the anterior roof line from the left atrial appendage to the right superior pulmonary vein. The patient became hypotensive and an echocardiogram revealed a cardiac tamponade, for which a pericardiocentesis was performed. The patient remained hypotensive so a sternotomy was performed in the lab and a large clot was removed from the pericardium, which stabilized the patient. The patient was then transferred for surgical repair of a perforation near the right superior pulmonary vein; however, the patient expired one week later. There were no performance issues with any sjm device during the procedure.